Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited high and undefined impedance, oversensing, rising thresholds, loss of pacing and had a dislodgment. It was also reported that the implantable pulse generator (ipg) had a suspected loose connection. The rv lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.